Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected atrial fibrillation (af) episodes due to ectopy. It was further reported that the device exhibited undersensing of premature ventricular contractions (pvc) and noise. The icm remains in use. No patient complications have been reported as a result of this event.